Manufacturer narrative:
The pump was received with no esc and act button response due to the corroded keypad traces. They were unable to verify for the weak battery alarm and perform the rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement tests due to the esc and act button response. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and scratched reservoir tube window.

Event description:
The customer reported via phone call that she had a button error alarm and a weak battery alarm on the insulin pump. Customer's blood glucose was 439 mg/dl at the time of the incident. Customer mentioned that she received an alarm to check her blood glucose. Customer stated that she did go through a sprinkler today. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to contact her doctor or go to an emergency room for treatment. Customer declined to have the paramedics called. Customer was able to get a hold of a doctor.